Manufacturer narrative:
(B)(4). Date sent: 04/04/2016. Batch # n53c62. The analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g reload present. The reload was received unfired. The device was tested only dry fired in the straight position and complete firing sequence without any difficulties. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, when using a green gst cartridge and gore seamguard buttressing, the surgeon closed the device on gastric tissue for the first firing. It was then observed that the distal tip was not completely closed; the anvil appeared to be bent so the surgeon was afraid he would not get proper staple formation at the distal end. He removed the device prior to firing and asked for a second device. The case was completed the second device of the same product code without issue. There were no patient consequences reported.